Event description:
It was reported that during a laparoscopic gastric bypass procedure, on the initial firing when the device was fired it felt rigid. It did not flow smoothly. After firing the surgeon noticed 6-8 areas where there were staples and the blood was spraying out. The surgeon used a harmonic to close the openings. A new device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.